Event description:
The customer reported that the problem is due to the cuff losing pressure/ air. The customer confirmed that decannulation and recannulation of a replacement tube was required. Covidien is pending further details to confirm circumstances surrounding the events of this report.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned.